Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg), however, specific value not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer addressed bg with manual injections. Customer reverted to an alternate method for insulin therapy.